Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump screen times out earlier than expected. There was no impact to the customer's blood glucose level. It was indicated that the current pump would be used for diabetes management.